Event description:
The customer reported that the systems' left monitor would not function properly. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative checked the monitor connections. The system was tested and found to be working as intended and put back in service.